Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report was confirmed as a faulty switch harness was discovered. Additionally, the scope socket slider switch was worn out causing intermittent use of high intensity mode. Further inspection noted that the olympus lamp meter read 500 hours, and needed replacing. The aforementioned components were replaced, the device was successfully tested and returned to the user facility. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii xenon light source's power switch malfunctioned. According to the initial reporter, the switch would not stay on. This event occurred during reprocessing and thus had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and the results of the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, although a root cause could not be conclusively determined, the probable cause is likely the amount of use and age of the device (over 6 years) leading to the power switch failure due to wear and deterioration caused by repeated use for a long period of time, or due to a strong impact, such as the user applied excessive force or hit a hard object. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Event description:
Additional information received from the contact at the user facility: there was no patient injury, harm or medical intervention. This issue occurred after the procedure when they went to turn the device off. When they tried to turn the device back on, the button would not stick to stay powered on. The button did not get stuck. There were no errors, warnings or alarms. There was no damage or abnormalities observed.